Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a review of the last basal delivery was on 01/03/2015. There was no evidence of an ¿occlusion¿ alarm or any activity outside of normal use observed in the black box and the alarm history. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no errors, alarms or warnings (eaw). A ¿call service (cs) ¿145¿ occlusion alarm was simulated during investigation. The pump gave the appropriate occlusion audible and visible alert. The product performed within specification and the reported ¿absence of occlusion alarm¿ was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.